Event description:
Customer reported the system intermittently displays a communication fail error on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer and the image processor. System operates as intended.